Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the ECG connector is not making good contact with the ECG cable. There was no patient involvement.